Event description:
The customer was hospitalized due to low blood sugar. It was stated that the doctor was not sure of the cause for low bgs. The customer declined to troubleshoot the pump at the time of call. She stated that she has been having seizures daily since her admission. Doctor requested a pump replacement.